Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to place their system in MRI mode. Impedances showed a few contacts with high impedance. Troubleshooting was attempted with no success. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the issue was resolved.